Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not charge when placed on the beta bionics inductive charging pad, with the pad¿s light blinking rather than remaining solid and the device not powering on despite outlet changes, adapter reseating, correct orientation, and environmental checks. Symptoms included no device feedback such as vibration or power-up indicators. Outcomes included replacement of the ilet and instructions to return the original device. Investigation included technical support troubleshooting of the charging pathway, power source verification, charger orientation confirmation, component reseating, and review of engineering guidance regarding initial battery indicator behavior during early use. Investigation of this device revealed a continued inability to initiate charging consistent with a charging subsystem malfunction involving the external charger and/or device charging interface. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the charging system with undetermined specific component failure.